Event description:
The customer reported corrupt filament and collimator calibrations. Software corruption and errors will prevent the system from booting to a usable state.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system calibration data was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.